Event description:
It was reported that the tip of the guide wire was bent when removed from the packaging prior to use. Reportedly the device was not used on a patient, and there was no patient injury. Analysis of the returned guide wire revealed that the tip had separated. This MDR is being filed based on co's investigative findings.